Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation, therefore no evaluation could be performed. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the co2 from the blower mister was flowing back through the tubing into the saline bag, causing it to enlarge. The backing up of the co2 caused bubbles to form in the saline bag. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product is not returning.